Manufacturer narrative:
The technician found a broken swing arm weldment on the side rail. The technician replaced the side rail to resolve the issue.

Event description:
The account alleged the side rail will not stay in the raised position. No patient impact.